Event description:
It was reported that prior to the start of a da vinci-assisted total colectomy surgical procedure, the clinical sales representative (csr) contacted technical support to report a recoverable fault 32101 observed on universal surgical manipulator (usm) 3. During the call, the csr performed some troubleshooting steps, such as restarting the system and attempting recovery from the error, however, the fault persisted. The technical support engineer (tse) performed system log review and identified that the axes controller, arm (aca) board on usm 3 was reporting the issue, specifically pointing to the +48v on the brake circuit. As a result of the review, it was indicated that no further remote troubleshooting could be performed and a site visit was necessary. The surgeon elected to not proceed robotically using three (3) usms, and instead converted the case to a laparoscopic procedure. At the moment the issue occurred, the patient was anesthetized, however, no ports or cannulas had been inserted yet. The laparoscopic procedure continued as planned and the patient remained stable throughout. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that no port incisions had been made prior to the issue being identified. The issue initiated during draping of the universal surgical manipulator (usm), and throughout the troubleshooting process, the csr kept the surgeon informed. At this stage, the customer was prepping and draping the patient. As troubleshooting progressed, and in conjunction with the field service engineer (fse) on the technical support line, the surgeon was advised that the usm would need to be disabled. The surgeon then made the decision to proceed with laparoscopic approach and associated ports. There were no additional ports placed as a result of the fault. The procedure was successfully completed via laparoscopic approach and no post-operative complications were noted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and upon visual inspection, no issues were found that would be related to the reported event. Upon review of the system logs, the 32101 error was found indicating a voltage fault on the usm, confirming the fault occurred in the field. The usm was installed onto a golden system where the 32101 error was triggered, indicating fault on the axes controller, arm (aca) and replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where the fault check was found to be failing on the aca. Once testing was completed, the aca printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis.